Event description:
It was reported that an asymptomatic patient endured diaphragmatic stimulation during biv pacing. The lead remains implanted. The patient is being monitored.

Manufacturer narrative:
No medwatch form was received.